Event description:
It was reported that device entrapment occurred. The 70% stenosed target lesion was located in the moderately calcified and mildly tortuous renal artery. The opticross us imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the catheter stuck to the guidewire and caused it to kink near the tip, exit port. The device remained intact but had to be removed together with the guidewire. The procedure was completed with another catheter. There were no patient complications.